Event description:
The customer observed falsely decreased electrolyte result generated from an alinity c processing module. While running a sample on the alinity c processing module, the analyzer generated instrument errors for 3430 aspiration error. The sample was repeated on another instrument. The customer provided the following data: sample ID (B)(6): initial sodium result was 103 and repeat was 139.9 (reference range 136-145 mmol/l). Sample ID (B)(6): initial potassium result was 1.7 and repeat was 4.3 (reference range 3.5-5.1 mmol/l). Initial sodium result was <105 and repeat was 138 (reference range 136-145 mmol/l). Initial chloride result was <55 and repeat was 105 (reference range 98-109 mmol/l). The customer reported that after reviewing this sample they did see bubbles present. The customer stated result was held. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for a falsely decreased potassium, sodium and chloride results generated from alinity c processing module, serial # (B)(6) while using alinity c ict sample diluent, lot 41948un24 included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Ticket search by complaint lot did not find an increase in complaint activity. Ticket and trending review did not identify any trends. Device history record review did not identify any issues. The investigation determined that the quality control result was within expected range indicating the acceptable performance of the ict sample diluent and repeat sample testing on same lot generated acceptable results. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased electrolyte result generated from an alinity c processing module. While running a sample on the alinity c processing module, the analyzer generated instrument errors for 3430 aspiration error. The sample was repeated on another instrument. The customer provided the following data: sample ID (B)(6) initial sodium result was 103 and repeat was 139.9 (reference range 136-145 mmol/l) sample ID (B)(6): initial potassium result was 1.7 and repeat was 4.3 (reference range 3.5-5.1 mmol/l). Initial sodium result was <105 and repeat was 138 (reference range 136-145 mmol/l) initial chloride result was <55 and repeat was 105 (reference range 98-109 mmol/l) the customer reported that after reviewing this sample they did see bubbles present. The customer stated result was held. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.